Event description:
It was reported that during the procedure, the right ventricular (rv) lead was an attempted implant. When the lead was advanced to a more apical site, while positioning the rv lead and moving from the apex to the lateral side of the chest, a perforation was suspected. The lead appeared very far from the apex, but no further actions were taken by the physician apart from repositioning the lead back to the apex. Later, the patients blood pressure dropped, and tamponade was observed. Cardiopulmonary resuscitation was performed, and the rv lead was replaced and with a different lead. The right atrial port was plugged. There were no additional adverse patient effects reported. The rv lead is not expected to return for analysis as the physician had inspected the lead and determined that there was no indication that a lead malfunction caused the perforation.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during the procedure, the right ventricular (rv) lead was an attempted implant. When the lead was advanced to a more apical site, while positioning the rv lead and moving from the apex to the lateral side of the chest, a perforation was suspected. The lead appeared very far from the apex, but no further actions were taken by the physician apart from repositioning the lead back to the apex. Later, the patient's blood pressure dropped, and tamponade was observed. Cardiopulmonary resuscitation was performed, and the rv lead was replaced and with a different lead. The right atrial port was plugged. There were no additional adverse patient effects reported. The rv lead is not expected to return for analysis as the physician had inspected the lead and determined that there was no indication that a lead malfunction caused the perforation.